Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event occurred in the cath lab. When the intra-aortic balloon (iab) was removed from the tray, the balloon unwrapped. The physician tried to insert the iab via the right femoral artery into the sheath, but the iab stuck in the sheath. The iab was removed with the sheath. The spring wire guide (swg) was left intact. A new yamato iab was successfully placed. There were no reported patient injuries, complications or death. The outcome of the patient is noted as "good."